Event description:
It was reported via repair work order that the head end was stuck in an elevated position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Manufacturer's investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Event description:
It was reported via repair work order that the head end of the bed would not lower because of a faulty hi/low motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results.